Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The patient's health care professional (hcp) called boston scientific technical services (ts) for assistance in programming the lead off. No adverse patient effects were reported. Additional information was received that this patient's anatomy was very challenging and it took several hours to initially implant this lv lead. Due to the difficulty of that patient's anatomy, the physician has elected to monitor the patient at this time. It was confirmed that the lead was successfully programmed off, and no adverse patient effects were reported.